Event description:
Additional information stated that the patient does not pump the pump laterally instead uses his thumb pushed up on the bottom of the pump.

Manufacturer narrative:
This follow-up was created to document the conclusion of the investigation. A titan pump was received for evaluation. Examination and testing of the returned component revealed a separation in the pump bulb between the first and second rib. Testing revealed this to be a site of leakage. Microscopic examination of surfaces revealed them to be rough and irregular, indicating stress was exerted. Not all testing could be completed on the pump due to this separation. All tubing with connectors were detached to allow testing. No functional abnormalities were noted with the detached tubing or connectors. Based on examination of the returned product, it was concluded that the rough and irregular surfaces associated with the separation in the pump bulb indicated that sufficient stress was most likely exerted on the pump to separate the site while in-vivo. The information received indicated the patient did not pump the pump laterally, as intended, but instead used his thumb and pushed up on the bottom of the pump. This would then have resulted in stress on the bulb. A separation of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, a broken pump was explanted. The physician reported that the patient had taken longer for fluid around the pump to resolve (it was unclear if the fluid was a seroma, hematoma, etc.). During the re-surgery it was found that the pump cap peeled off. The pump was replaced and the physician added tubing as a precautionary measure. The patient also reported that he felt a cylinder was drifting down when deflated, but when inflated the device was perfect. The physician was unsure if the issue was a product defect, or if the patient was too rough with the pump.